Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (3 mg/ml at 0.43 mg/day) and baclofen (1200 mcg/ml at 174 mcg/day) via an implanted pump. On (B)(6) 2020 the hcp reported that the patient was in today for a refill of the pump. Per the hcp, the patient had an MRI yesterday and the motor stall had not recovered. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.